Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 157 and 156 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 164 mg/dl and 140 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with the results of 157 and 156 mg/dl from the meters memory.